Manufacturer narrative:
D4 expiration date added. D9 product available to stryker updated. D9 returned to manufacturer on updated. H3 device evaluated by mfg updated. H3 summary attached updated. H4 manufacturing date added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During analysis, the returned device was visually inspected that the distal section of the subject guidewire was broken/fractured and extensively stretched. Functional testing could not be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information the patient¿s anatomy was moderate tortuosity. The device was returned, and it was confirmed that the distal section of the device was fractured and stretched. It is probable that the device was damaged during the manipulation of the device inside the patient¿s anatomy. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire distal tip broken/fractured during use¿ and the analyzed ¿guidewire distal tip stretched¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure when the subject device (guidewire) was advancing through the microcathter, the distal tip of the subject device (guidewire) broke off. The physician pulled out microcatheter with broken part of wire inside. The physician replaced it with a same new device and completed the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure when the subject device (guidewire) was advancing through the microcatheter, the distal tip of the subject device (guidewire) broke off. The physician pulled out microcatheter with broken part of wire inside. The physician replaced it with a same new device and completed the procedure successfully without clinical consequences to the patient.